Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that an odor and smoke emitted from the computer of an advia centaur cp instrument. Subsequently, the customer unplugged the computer and unplugged the advia centaur cp instrument at the main breaker. Siemens advised the customer to remove the reagents from the instrument, parafilm them, and store them away from light at 2 - 8 degrees celsius. A siemens customer service engineer (cse) was dispatched to the customer's site. During this visit, the cse replaced the computer. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported a smoke odor and smoke that emitted from the computer attached to an advia centaur cp instrument. The customer unplugged the computer and turned the instrument off at the main breaker. There were no reports of flames, electrical shocks, nor injury. Furthermore, the customer had a backup instrument to process patient samples. Therefore, there were no reports of delays in processing patient samples and no impact to patient testing or care. There are no known reports of adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2022-00086 on 29-mar-2022. Additional information (03-may-2022): siemens further investigated the issue and determined that the computer's internal power supply potentially contributed to the smoke odor and smoke. The instrument is performing according to specifications. No further evaluation of this device is required.